Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the external pulse generator (epg) would not power on. It was also indicated that the main printed circuit board (pcb) was contaminated, the hanger assembly was broken, the upper case was contaminated, the keypad flex is contaminated, the encoder assembly and four knows are contaminated, the main seal is broken, the display flex and display frame are contaminated, and the insulator label is contaminated. All found effective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on even after the batteries were replaced. The status of the device is unknown. There was no patient involvement. It was further reported that the product was returned for service and subsequently tested out-of-specification on manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.